Event description:
It was reported that a pocket infection occurred. It was also reported that there was intermittent diaphragmatic stimulation with bi -ventricular pacing. There was also concern with early battery depletion. During the pocket revision for the infection, the physician decided to change out the implantable cardioverter defibrillator (ICD) and downgrade to a bi-ventricular pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4) the device was returned, analyzed and no anomalies were found. Concomitant: 694758 implantable tachy lead implanted: (B)(6) 2003, 5076-45 implantable pacing lead implanted: (B)(6) 2003, 41 9488 implantable pacing lead implanted: (B)(6) 2007. (B)(4).